Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2023, mentor became aware that the device was accidentally discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Corresponding fields have been updated under section h on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right apsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old black or african american female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant on the left side, and with 500cc mentor memorygel breast implant on the right side, and experienced capsular contracture; baker grade iii on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. On (B)(6) 2023, mentor became aware that patient experienced bilateral capsular contracture; baker grade iii on the left side, and unknown grade on the right, and replacement devices used on (B)(6) 2023, were catalog number 3505320bc; serial number (B)(6), on the right side, and catalog number 3505320bc; serial number (B)(6), on the left side. This medwatch report is for the patient¿s right-sided device.